Event description:
In 2009, a bedcheck was placed on a male. The bedcheck did not have batteries in it, and did not alarm when the patient attempted to get out of bed. The patient was found on the floor and had a laceration above the right eye and an abrasion to the right knee.